Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported during a primary surgery while malleting the strike plate, the strike plate broke off with half of the threads broken off into the spi nail adapter.